Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user replaced a g7 sensor and the ilet prompted for a blood glucose entry because the pairing code had not been entered, resulting in temporary cgm signal loss and delayed cgm-driven dosing until the device was successfully paired; during this period, blood glucose reached 429 mg/dl and remained above 180 mg/dl for approximately two hours, after which values declined following proper pairing and supply change. Symptoms included no reported clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included customer support troubleshooting and education focused on device setup, cgm pairing, and supply change verification, as well as follow-up to confirm restoration of cgm communication and improving glucose trend. Investigation of this case revealed that the cgm pairing was incomplete due to a missing pairing code entry, which led to signal loss and the device requesting a blood glucose entry; once paired, sensor communication was restored and glucose values improved. It was concluded, based on previously established findings for similar reports, that user setup error related to cgm pairing was the most probable cause.